Event description:
Revision due to hip pain.

Manufacturer narrative:
A review of the mfg device history record indicated the device was mfg to specification. Awaiting return of device for engineering eval.